Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)), stockert 70 system (model# m-5463-01 serial# (B)(4)), cool flow pump (model# m-5491-02 serial# (B)(4)), lasso nav eco catheter (model# d-1349-03-s lot# 17239169l), c3 ez steer cs with auto ID catheter (model# d-1263-07-s lot# 17286047m), acunav catheter: (model# unknown lot# unknown). (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch uni-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. It was reported that prior to ablating, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiogram. A pericardiocentesis was performed and 800cc of fluid was removed. Additional information was received on the event. The patient received anticoagulation which was maintained at 300-350s during the procedure. A transseptal puncture was performed with a brk with safeseptal wire needle. The effusion was noted during the mapping phase of the procedure while the ablation catheter was in the body. Although, it's suspected to have occurred during the transseptal phase during which time the ablation catheter was outside of the body. The patient was reported to have improved at the time biosense webster followed-up with the physician. Settings during the event include: irrigation flow setting 2 ml/min / st. Jude medical swartz sl0 8.5 f sheath was used. There were no error messages observed on bwi equipment during the procedure. The physician's opinion regarding the cause of this adverse event is that this is procedure related most likely during the transseptal process. However, in taking a conservative approach this event is being reported since the mapping catheter was inside the patient when the effusion was noticed.